Event description:
It was reported that an ilet pump powered on with backlight and audible beeps but displayed a blank screen, intermittently responding to pressure near the sleep/wake area before becoming unresponsive; the mobile app connection showed normal battery status, a remote force restart did not resolve the issue, and the user elected to transition to multiple daily injections after being instructed on starting a replacement and lack of insulin on board when initiating a new pump. Symptoms included no adverse clinical effects. Outcomes included no impact beyond temporary interruption of pump therapy and continued cgm use via the dexcom app or receiver. Investigation included remote troubleshooting, verification of shipping and return logistics, user education on shutdown and data sync, and planning for device return for analysis. Investigation of this case revealed a suspected display or user interface hardware malfunction of the pump screen, with no alerts or alarms recorded and no software recovery via remote restart. It was concluded, based on previously established findings for similar reports, that the cause was a hardware failure of the display assembly or related interface components.

Manufacturer narrative:
Investigation description: no damage or abnormal wear to exterior of device. The device was placed on a charging pad and powered on, during which it emitted sound and vibration; however, no display output was present. A known-good reference hoverboard and display assembly were utilized for testing, and the issue persisted. The root cause was determined to be a defective mainboard. The device will need to be scrapped.